Event description:
The customer reported an a35 alarm and an e70 alarm. The blood glucose level was 190 mg/dl. The bottom of the insulin pump fell off. The customer stated that the alarms occurred during the rewind sequence. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a detached end cap. Unable to test for a35 alarm or verify e70 alarm in alarm history screen due to detached end cap. The motor was tested outside of the device and passed. The insulin pump has minor scratched display window, cracked reservoir tube lip and a missing end cap sticker.